Manufacturer narrative:
The pump passed the rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery alarm, and displacement tests. The pump had a minor scratched lcd window, a cracked case near the display window corners, and a cracked reservoir tube lip. The pump also had missing segments/partial display due to cracked zebra connector. (B)(4).

Event description:
The customer reported via phone call that she just started on the pump yesterday and this morning, the home screen had a vertical line and two black circles on the pump. Customer stated that she pressed a button and it cleared the screen. Customer stated that she was having a display anomaly. Customer's blood glucose was 124 mg/dl at the time of the incident. Troubleshooting was performed and the customer was also assisted with priming and using the set correctly. Customer stated that the display did not return to normal after inserting a new battery. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.